Manufacturer narrative:
Received a 0.018' guidewire for evaluation. A visual inspection revealed the guidewire to be in a knot at the tip. The guidewire was forwarded to the device manufacturer for further evaluation. Based on the investigation, the root cause was on determined to be a manufacturing issue. Contributing factors could have been wire manipulation during the insertion procedure. The instructions for use state; do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting to confirm the device sample will be returned for evaluation. When the investigation is complete a final report will be submitted.

Event description:
During catheter placement, metal guidewire knotted making removal difficult.